Event description:
It was reported that device entrapment occurred. A 10x31, 5.9f, 135cm carotid wallstent self-expanding stent and an enroute guidewire were selected for use in a verification of effectiveness study with physicians in simulated bench model. During deployment, it was noted that the stent sticking to the holding sleeve resulting in delay in stent release from the delivery system. The delivery system was manipulated, consequently, the stent became detached and stuck in the guidewire. The wire remains in the device and was removed with the system. There was no patient involvement.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. This device is recommended for use with a 0.014" (0.36mm) guidewire as per the IFU. The device was returned loaded on to the customer's guidewire and was in a deployed state. The investigator was unable to remove the guidewire from the device when fully deployed. The investigator retracted the stainless-steel shaft and put the device in a undeployed state and was able to remove the guidewire without any issues. A visual and tactile examination identified no issues with the catheter or delivery system. The device was returned with the stent fully deployed from the delivery system. The stent was not returned for analysis. No other issues were identified during the product analysis.

Event description:
It was reported that device entrapment occurred. A 10x31,5.9f,135cm carotid wallstent self-expanding stent and an enroute guidewire were selected for use in a verification of effectiveness study with physicians in simulated bench model. During deployment, it was noted that the stent sticking to the holding sleeve resulting in delay in stent release from the delivery system. The delivery system was manipulated, consequently, the stent became detached and stuck in the guidewire. The wire remains in the device and was removed with the system. There was no patient involvement.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. This device is recommended for use with a 0.014" (0.36mm) guidewire as per the IFU. The device was returned loaded on to the customer's guidewire and was in a deployed state. The investigator was unable to remove the guidewire from the device when fully deployed. The investigator retracted the stainless-steel shaft and put the device in a undeployed state and was able to remove the guidewire without any issues. A visual and tactile examination identified no issues with the catheter or delivery system. The device was returned with the stent fully deployed from the delivery system. The stent was not returned for analysis. No other issues were identified during the product analysis.

Event description:
It was reported that device entrapment occurred. A 10x31,5.9f,135cm carotid wallstent self-expanding stent and an enroute guidewire were selected for use in a verification of effectiveness study with physicians in simulated bench model. During deployment, it was noted that the stent sticking to the holding sleeve resulting in delay in stent release from the delivery system. The delivery system was manipulated, consequently, the stent became detached and stuck in the guidewire. The wire remains in the device and was removed with the system. There was no patient involvement.